Event description:
Md used the ligaclip applier approx two times and it jammed up and wouldn't work. After multiple attempts to fix the ligaclip, it was removed from the field and a new one was provided.